Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. E01919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anaemia ("anemia") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, anaemia, uterine leiomyoma and nausea outcome was unknown. The reporter considered anaemia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. E01919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anaemia ("anemia") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, anaemia, uterine leiomyoma and nausea outcome was unknown. The reporter considered anaemia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. E01919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anaemia ("anemia") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, anaemia, uterine leiomyoma and nausea outcome was unknown. The reporter considered anaemia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: pfs received- case become incident new events abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines /headaches, salpingectomy (bilateral removal of fallopian tubes),dysmenorrhea (cramping), pain, fatigue, anemia & fibroids were added. Lot number was added. On 6-aug-2020: mr received- no new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.